Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer reported unit is powering itself on. The customer is unable to shut the unit down without unplugging alternating current (ac). The customer advised they put a brand new battery and are unable to get in the diagnostic mode. The customer advised ac is plugged in. The remote manufacturer's service technician advised the customer if they have a spare, to swap out the power management (pm) printed circuit board assembly (pcba). The remote manufacturer's service technician advised it could be also the user interface (ui) pcba and provided part identification. The customer has called back for additional assistance with the v60 user interface. The remote manufacturer's service technician advised the customer the v60 needs to be running software version 2.1 to support the 2nd generation ui assembly. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer is reporting the v60 user interface assembly has resolved the problem.